Event description:
It was reported that, "placed a pin into cutting block. The pin started loosing threads and became cold welded into the block, unable to remove the pin causing a small delay in the case."

Manufacturer narrative:
Eval summary: the investigation concluded that the reported event was caused by the design of the headless pins, which lead to galling in the pin hole. The galling creates a obstruction that does not allow the pin to pass through. Ecn was released in 2006 to improve the design of the pins.